Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a dark silicone-like material mixed with white and red fibers, and was presumed to have been due to an imperfection of proper reprocessing caused by leakage. A further cause of the leakage could not be presumed. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope's air/water nozzle had flow issues. This issue is not malfunction reportable. The device was returned for evaluation. During examination, the device was found to have foreign material present in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects reported to patient.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (flow issue) was confirmed; the nozzle was clogged and no water could be fed through it. In addition to the foreign material identified, the air/water cylinder was discolored. Further, the water valve used to clean the lenses was non-functional, the suction cylinder was discolored, the suction cover was deformed and no longer water-tight, the plug unit was scratched, the light guide lens were cracked, the adhesive around the lenses was worn, the adhesive on the bending section cover was cracked and peeling, the connecting tube was scratched, the universal cord was wrinkled, and the distal end cover was cracked which caused the distal end to fail insulation resistance specifications. Finally, the angle wire was worn; this caused the up direction of the angulation lever to perform outside of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.